Manufacturer narrative:
The customer reported that the central nurse's station (cns) went to comm loss with all the tiles it was monitoring. The comm loss lasted for approximately 5-10 minutes. No harm was reported. The customer had experienced and reported similar problems in the past. Nihon kohden technical support (nk ts) asked the customer to work with the hospital it team to trace and test the wall jack, replace the cables from the cns to the wall and from the patch panel to the switch, and to swap the ports on the switch, and to call back with results. On (B)(6) 2020 a nurse reported a second incident of intermittent communication loss on this cns, lasting approximately 15 minutes, which was also documented on a separate ticket. On (B)(6) 2020 a biomed reported a third incident of communication loss on this cns, lasting approximately 5-10 minutes. Nk field engineer ((B)(6)) is on site. Her and (B)(6) found that a bsm monitor in simulation mode, plugged in directly to the switch, the bsm would still get comm loss. Suspecting a bad switch. Currently installed: a/sg200-26 switch 24 port cisco (rns). Recommended replacement: a/sg250-26 switch, cisco 26 port gigabit smart. Unit will be sent out in exchange for the currently installed switch. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the cns. Bedside monitors: no model and serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) went to comm loss with all the tiles it was monitoring. The comm loss lasted for approximately 5-10 minutes. No harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into comm loss with all tiles. The comm loss lasted for approximately 5-10 minutes. No patient harm or injury was reported. Investigation summary: the customer reported that the issue had resolved on its own and no further communication loss was reported for this cns. As the issue was resolved without the need of nohon kohden (nk) assistance, it is unlikely that communication loss occurred due an nk device malfunction. The root cause is likely related to the hospital's network environment. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the central nurse's station (cns) went to comm loss with all the tiles it was monitoring. The comm loss lasted for approximately 5-10 minutes. No harm was reported.